Event description:
It was reported the patient didn¿t ¿feel the pulsing anymore¿ with their device. It was stated the patient was no longer feeling stimulation which started 4-5 days prior to report and the patient had no falls or trauma recently. It was noted the patient last had their stimulation adjusted on (B)(6) 2013 and was set at 0.85 volts. Reportedly, the patient was having problems going to the bathroom again which started two days prior to report. The patient had not tried adjusting their stimulation to help with symptoms and it was confirmed that the stimulation was turned on. After increasing stimulation, it was stated the patient was feeling stimulation again and was going to try that setting for a while to see if they noticed a change in symptoms.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3889-28, lot# va09gwt, implanted: (B)(6) 2013, product type: lead. (B)(4).